Event description:
It was reported that operators accidently released the height adjustment lever on the ambulance cot and caused the cot to fall. In some cases, operators allegedly sustained hematomas, contusions, or back strain.

Manufacturer narrative:
This was reported through an international distributor. The cots involved in the reported event(s) have not been identified.